Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed and calcified lesion in the left main artery. The balloon of a 4.00x15mm nc traveler rx balloon dilatation catheter (bdc) ruptured during the first inflation at 6 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that resistance with the anatomy was met during advancement, but the balloon ultimately reached the target lesion. The procedure was successfully completed with a non-abbott balloon. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc traveler device is not currently commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed and calcified lesion in the left main artery. The balloon of a 4.00x15mm nc traveler rx balloon dilatation catheter (bdc) ruptured during the first inflation at 6 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.